Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the crt-d had also eroded through the skin, the pocket could not be closed due to the open wound, a wound vacuum-assisted closure (vac) was used post explant and IV antibiotics were administered.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.